Event description:
Consumer reported complaint for error message (e-5). The customer reported symptoms of frequent thirst/urination; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer and produced e-5 error using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/17/2025 and test strips were opened four days prior to call.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: frequent thirst/urination. Meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strips. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.